Event description:
Multiple alcon constellation laser probes were sent to us that were not programed correctly by the manufacturer. This was stated to us by the manufacturer. All four of the devices have different lot numbers so this was not a onetime issue. Reference report#: mw5167535, mw5167536, mw5167537.